Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: n181 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot: n181 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. The customer provided photographs for evaluation. The kit was not returned. The customer provided photographs shows blood near the blue stripe pump loop inside the pto, confirming the reported leak. All of the tubing, bond joints and weld joints are 100% leak tested. The filter weld is also 100% leak tested. The device history record (DHR) review did not result in any related non-conformance's. This lot passed all lot release testing. The root cause of the pto leak could not be determined based on the available information. Retraining was completed with all bonding operators on 20-aug-2025 at the manufacturing facility. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6). On (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed the blood leak when approximately 1510ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The kit return was requested, however the customer will not return the kit. The customer reported the patient was in stable condition. The customer returned photographs for investigation.